Event description:
It was reported that the customer's insulin pump alarmed motor error during rewind. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device had scratched lcd window, battery tube threads, and cracked reservoir tube lip.